Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, inratio (test1): 2.2 . Date: (B) (6) 2010, inratio (test2): 1.3.

Manufacturer narrative:
Investigation pending.